Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The pt a male. The target lesion was right subclavian vein. There was mild calcification, moderate tortuosity and 99% stenosis. The lesion was dilated with pf-p3 balloon (3mmx4cm, then 6mmx4cm, lot unk), and then the smart control stent was placed. After the stent was deployed, the stent fell to svc, then moved to right ventricle. The stent remains in rv, but the pt is in stable condition now.